Event description:
The customer reported an erroneous, high triglyceride (tg) result was generated on a unicel dxc 600 synchron system for one patient. The initial tg testing generated a suppressed, high tg result with an out of instrument range (oir) flag. This result was repeated on the same instrument and an erroneous high tg result was generated and reported out of the laboratory. Although the erroneous result was reported from the laboratory there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The reported erroneous tg result was questioned by a pharmacist, and the sample was retested for tg in duplicate. One repeat result was generated on the same instrument while the second repeat result was generated from another instrument in the laboratory. These repeat results were lower, regarded as valid, and an amended report was issued. In the days preceding the event, the instrument's tg quality control (qc) results were out of the customer's established specifications, however immediately prior to the event the tg qc results were within the customer's established specifications. No additional patient information or sample handling/preparation information was provided by the customer.

Manufacturer narrative:
(B)(6). Service was dispatched to the site. The field service engineer determined that the reagent mixer was out of alignment and there was carryover from the mixer wash stations. The wash inserts were removed and cleaned and the reagent mixer was aligned. Upon completion of the repairs, the instrument was returned into service.